Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they were unable to get up in the morning and noticed unusually high blood glucose levels on the dexcom app, which displayed only "high" (>500 mg/dl). A blood meter test showed bg level of 600 mg/dl. Upon inspection, the pod's cannula was found to be bent. The pod had been worn for approximately one day on the arm. The patient, accompanied with his wife, contacted their healthcare provider (hcp) and visited their diabetology clinic. The patient was experiencing dizziness and fatigue. At the clinic, the patient was diagnosed with diabetic ketoacidosis. The pod was removed and replaced with a new one. The patient remained under observation for four hours while the hcp monitored bg levels.